Event description:
It was reported that during a device upgrade procedure the lead dislodged and could not be repositioned. The helix of the lead could not be retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed, and no anomalies were found. The helix extends and retracts with no anomalies or resistance. A visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.